Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Bone was very soft while inserting. Crown was placed, when tightening the occlusal screw the implant loosened at 20 ncm.